Event description:
A malfunction was reported on a pump, but no notable events occurred prior to it. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump.